Manufacturer narrative:
Pharmacovigilance comment. The serious expected event of vascular occlusion and the non-serious expected events of scab at injection site, pustules at implant site and post inflammatory pigmentation change, and the unexpected event of poor peripheral circulation were considered possibly related to the treatment. Serious criteria include the need for medical intervention with multiple hyaluronidase treatments. Likely root causes include vascular occlusion due to an intravascular injection of the filler leading to compromised circulation and later scab formation as part of wound healing. The injection in the deep pyriform space of the cheek where the vascular event occurred was off label use. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4). Is a spontaneous report sent on (B)(6) 2021. By physician which refers to a (B)(6) female patient. The patient skin type was fitzpatrick. The patient's medical history included gum surgery in 2019 2 years prior. The patient had no allergies. The patient had previously received treatment with restylane kysse to lips on (B)(6) 2016. The patient was not taking any concomitant medications. On an unknown date in (B)(6) 2021. Approximately 3 weeks ago, the patient received treatment with 1 ml restylane kysse lot 18479 1, 0.6 ml to lips for lip volume using 30g needle and 0.2 ml per side of pyriform fossa using 27g needle to decrease nasolabial folds with unknown injection technique. The restylane kysse was injected to piriform fossa off label use of device. Same day, on an unknown date in (B)(6) 2021. Hours post treatment the patient had compromised circulation poor peripheral circulation. On (B)(6) 2021, the patient experienced vascular occlusion vascular occlusion on left midface and nasal area. Unknown time later, on an unknown date in 2021, the patient experienced pustule formation implant site pustules which later scabbed crusting of skin injection site scab over the left malar region and then healed, but due to the patient's fitzpatrick skin of 4 there was residual pihp hyperigmentation post inflammatory pigmentation change which was currently being treated. The patient was reviewed in clinic and treated with 7 vials of hyaluronidasehyaluronidase from (B)(6) 2021. To (B)(6) 2021. The treatment was ongoing at the time of this report. Outcome at the time of the report. Vascular occlusion was recovering/resolving. Compromised circulation was recovering resolving. Pustule formation was recovered resolved. Scabbed crusting of skin was recovered resolved. Pihp hyperigmentation was not recovered/not resolved. Restylane kysse was injected to piriform fossa was recovered/resolved. Tracking list. Initial fu received on 24-feb-2021 from physician. The case was upgraded to serious. Events vascular occlusion, implant site pustules, post inflammatory pigmentation change added. Verbatim of event injection site scab updated. Patient demographic, medical history, past filler treatment, suspect device implant location, lot number, needle type, volume and event outcome were updated.